Event description:
A caller reported that the insulin gauge displayed an amount different than expected earlier in the day, showing a discrepancy with 0 units. There was no adverse impact to the customer's blood glucose level. Due to frustration and tiredness, the caller declined further troubleshooting and requested a replacement, leading to the decision to send a two-pack replacement.